Manufacturer narrative:
Reported event: the event reported that the offset cup removal knob of the impactor broke off during impaction. The procedure was successful and there was no harm or delay during case. Device evaluation and results: visual inspection shows a broken / sheared offset cup removal knob (p/n 205415) from its connection joint to the 2.x hip connector shaft (p/n 207068). Dimensional inspection was not performed as the visual inspection clearly shows the failure. Functional inspection was not performed as the visual inspection clearly shows the failure. Device history review: review of the device history records indicate the following for p/n 207077, l/n 06100612: - zero (0) parts accepted and 16 rejected on 06/30/2012 for fai. Review of associated npr 12-06-0108 revealed that the nonconformances are not related to the failure alleged in this complaint. - (B)(4) devices were manufactured and accepted into final stock on 07/12/2012. - one (1) device was manufactured and accepted into final stock on 07/19/2012. Complaint history review: a review of complaints within catsweb and trackwise databases related to p/n 207077, l/n 06100612 shows zero number of complaints related to the failure in this investigation. Tracking of complaints related to the 207077 part number will be tracked through quarterly trend request #767. Conclusions: the failure of a broken offset cup removal knob was confirmed. Visual inspection showed a broken / sheared offset cup removal knob (p/n 205415) from its connection joint to the 2.x hip connector shaft (p/n 207068).

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the know to the thread cup broke off. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the know to the thread cup broke off. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.